Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for investigation. Peri-procedural adverse event(ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
Additional information was received. The 14 french peel away was removed with the impella cp with the vascular surgery team during escalation to an impella 5.5. No flow issues were noted. Initial placement of distal perfusion catheter was prophylactic. No flow issues were noted when sheath was removed. No advanced repair or intervention by the vascular surgery team. Pulses were doppler positive in the operating room following removal. An angiogram completed by vascular surgery team showed flow to bilateral lower extremities. The device and sheath were unable to be recovered. Treatment continued with right axillary impella 5.5.

Manufacturer narrative:
B5 additional information was received. H10 related report number was added as it was omitted from previously submitted reports.

Manufacturer narrative:
D4: the sn and UDI for the device are not available. The impella cp and introducer are both reported for this issue, as there is not enough information to exclude the impella device as an associated factor. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the support pulses diminished to bilateral lower legs. Impella 14 fr. Peel away 13 cm sheath in place with distal perfusion cannula in place. Flow returned to right leg with removal of sheath and impella. Diminished pulses noted to left leg unchanged. Pulses diminished to bilateral lower legs. Impella 14 fr. Peel away 13 cm sheath in place with distal perfusion cannula in place. Flow returned to right leg with removal of sheath and impella. Diminished pulses noted to left leg unchanged.